Manufacturer narrative:
Unknown when screw loosened . 510(k): report is for one (1) unknown plate. Unknown if device was explanted during revision surgery. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after primary surgery on (B)(6) 2014 two (2) of a patient's locking screws loosened on area of c2 and c3, requiring revision surgery. The revision took place on (B)(6) 2015 and lasted for 80 minutes. There was reportedly no patient harm during revision surgery. This complaint is for one (1) unknown plate. This is report 3 of 3 for (B)(4).